Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging their onetouch ultra meter was displaying an unknown error message. The complaint was classified based on the customer care advocates (cca) documentation. The patient claimed the alleged issue began on an unknown date/time in (B)(6) 2013. The patient reportedly manages her diabetes with novolog 12 units at mealtimes and metformin pills 500mg 2x per day. She claimed she increased her dose of medications to an unknown amount in (B)(6) in response to the alleged issue. The patient claimed that at an unspecified date/time after the alleged issue occurred she developed symptoms of "blurred vision" in that same month. She reportedly went to her doctor in (B)(6) (unknown date/time) and her a1c was measured at 12% and she was reportedly treated with insulin. She stated, her doctor put her on lantus insulin 60 units at bedtime and increased her mealtime insulin to 15 units from 12 units. At the time of troubleshooting, the cca noted that the subject device was not being used for the first time. The issue was not resolved with troubleshooting since the patient did not have any testing supplies available. Replacement products were sent to the patient and subject products are pending return for investigation. This complaint is being reported because, the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.